Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of a left common femoral artery (lcfa) and right common femoral artery (rcfa) using the pre-close technique via a 6f sheath hole prior to an interventional procedure. Reportedly, after the prostyle device was inserted into the lcfa, no backflow was confirmed. The suture of two new prostyle devices were successfully pre-placed in the lcfa and one was successfully pre-placed in the rcfa. The sheath was upsized to 18f, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported marker lumen obstruction of flow could not be confirmed as the returned device was successfully flushed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported marker lumen obstruction appears to be related to under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication a product quality issue with respect to manufacture, design or labeling.